Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant had ruptured and fluid was leaking" and "damaged implant". Later patient reported "implant is affected". Later patient reported "rupture", "three lymph nodes affected by silicone" and "psychological problems". This record is for the right side. Device remains implanted.